Manufacturer narrative:
Additional information: it was determined there was an accidental radiation occurrence due to navigational inaccuracy. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system operated as designed and the trackers were operating with no signs of damage. It was noted that geometry calibration were perform on the unit during testing. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a l3-l4 transforaminal lumbar interbody fusion (tlif), an imprecision was observed. It was noted that the surgeon suspected movement of the reference frame. A second image acquisition was performed and accuracy was verified by checking on the spinous process. When touching the transverse process, the surgeon felt imprecise. Additionally, it was reported that the surgeon navigated with the image acquisitions and then ultimately opted to complete the procedure without the imaging system and continued with a c-arm. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.